Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they had a tr band device that leaked air. The following information was provided by the user facility. It appeared that it lost its compression during the procedure; and there is no known impact to the patient. The user facility reported a similar complaint related to another device from the same product code/lot number combination; see MDR 1118880-2016-00237.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update conclusions. The investigation determined this complaint to be manufacturing related and as a result a nonconformance report has been initiated.